Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the talar implant subsidence with talus fracture.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- posterior subsidence and angulation of the component relative to the talus, most likely due to poor bone quality of the talus. Patient related and device components intact. Subsidence of the talar component was the main event that indicated the revision. There was no significant fracture visible on the CT-scan. With this large amount of subsidence microfractures and resorption of bone do play part as well. We can state that the pre-revision CT scan did not show a significant fracturing of the talus. Based on investigation the failure is most likely caused by patient related factor i.e. Poor bone quality. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the talar implant subsidence with talus fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.